Event description:
It was reported that during the ptca procedure, both balloon catheters inflated, however, they would not deflate. The first balloon catheter was inflated in the left main to perform post-dilatation. However, it would not deflate and had to be removed inflated. The second balloon catheter was used on the same patient for post-dilatation. It too would not deflate and had to be removed inflated. Reportedly, there was no patient injury.